Event description:
A pt reported blood glucose results of 152 mg/dl, 111 mg/dl, and 102 mg/dl with a lifescan meter, preformed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicaing a potential malfunction of the meter in term of precision.